Event description:
Edwards received information a patient with a 25mm 6625 mitral valve implanted in tricuspid position for 30 years, seven (7) months, underwent valve-in-valve procedure in tricuspid position due to severe symptomatic stenosis. Patient was discharged on post-operative day one (1). There is no investigational evidence the surgical valve prematurely failed.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve valve implanted in tricuspid position for 30 years, seven (7) months, underwent valve-in-valve procedure in tricuspid position due to stenosis. A 26mm 9750tfx was implanted inside the 25mm valve. The procedure went well and the patient was doing well when left or.